Manufacturer narrative:
The insulin pump buttons all responded properly. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 105mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.